Manufacturer narrative:
Additional information was received on 2/15/2021. It was reported that the patient is a 49-year-old male (67 kg) and that the patient¿s condition has improved. Therefore, the following fields were populated on this report: a 2. Patient age at the time of event: 49; a 2. Age unit: years; a 3. Gender: male; a 4. Weight of the patient: 67; a 4. Weight unit: kg. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30435894m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. When the first ablation was applied to the bottom of the left inferior pulmonary vein (lipv), the patient awoke from anesthesia and got up. Although the ablation was stopped immediately, the blood pressure dropped and effusion was confirmed by the intracardiac echo. Ablation was performed using a foot pedal. After drainage, the patient was under follow-up observation. Blood pressure stabilized one hour after drainage. The physician commented that there was no abnormality in the catheter, and there was no particular discomfort in operability. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.